Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported that during a lower extremity intervention using an advance 14 low profile balloon catheter, the tech realized that the hub separated from the main body of the catheter. It was reported that this occurred prior to the second insertion of the balloon catheter, when the inflation device was attached to the hub.

Manufacturer narrative:
Additional information received indicated that the procedure performed was an angioplasty and stent. The access was gained via contralateral approach and there was a lesion was located in the tibia. The patient also had medical history significant for angulation and vessel calcification/tortuosity. The technician also reported that the device was being used a second time. Investigation - evaluation: a review of documentation, device history record, drawing, manufacturing instructions, specifications, quality control data and visual inspection of the returned device was conducted during the investigation. One used advance 14lp low profile balloon catheter was returned for investigation. The strain relief was intact and attached to the catheter. The hub was separated from the strain relief catheter at the neck of the hub. The fractured portion inside the strain relief was 1.0 cm. The hub was fractured 2 mm below the neck. A document based investigation evaluation was also performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. Based upon the information provided and the characteristics displayed, it is plausible to suggest that this incident was technique related and/or human anatomy related. Per the quality engineering risk assessment no further action is required. Monitoring for similar complaints will continue.